Event description:
Since summer of 1980, rptr has experienced an assortment of unexplained medical problems. She has lost 1/2 of her hair, she has terrible joint pain and stiffness, constant chest and heart pains, immune system seems to be totally defenseless, she gets every common cold or flu going around, had a first and unexplained seizure in 9/93, nerves in back and breast area burn off and on, she is constantly tired for no reason, she often feels as if she can't move, her hands and feet swell frequently and she often feels as if she has had a stroke (having trouble with speech). She has constant, unexplained swollen lymph nodes, early age spots and hardening of the skin. Rptr basically feels awful and has for yrs and no physician can figure out why. She has lost a lot of weight and suffers tremendously from insomnia.